Event description:
It was reported that the implantable cardioverter defibrillator (ICD) system was removed due to a systemic infection. The source of infection is not known. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 694958 implantable tachy lead 2006 (B)(6); 5076-45 implantable pacing lead 2006 (B)(6). (B)(4).